Event description:
On (B)(6) 2025, the user reported receiving occlusion alarms beginning on (B)(6) 2025. At the time of the report, the user¿s blood glucose (bg) was 400mg/dl. A full supply change was performed, and the user administered a manual insulin injection to help reduce bg levels. No symptoms, medical intervention, or outside assistance were reported.